Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with discordant glucose values between fingerstick measurements and the ilet display, followed by a continued rise in glucose levels despite automated dosing. Troubleshooting was initiated, and a supply change was performed without issue; the removed supplies appeared normal with no visible anomalies. The user reported feeling unwell and experiencing sensations typically associated with hypoglycemia while glucose levels were elevated. The event was self-managed at home without emergency medical services or hospitalization. Glucose levels later returned to the target range and remained within range thereafter. An investigation was conducted, including a review of device reports and guided supply replacement. The review revealed no device alarms, no visible supply abnormalities, and dosing activity consistent with expected operation. The cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was determined to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.